Event description:
The customer reported that in face or neck surgery, the generator was set at 30, was then turned up to 60 and on activation, a fire occurred. The patient was burned on the face and the chest. Oxygen was present. It was reported that the pencil and generator were covidien products.

Manufacturer narrative:
Date of initial report: 11/11/2009. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.